Event description:
It was reported that they opened 3058 and went to place lead 3889 into the connector block. They were unable to do so due to possible connector block obstruction. They opened another 3058 and lead was inserted with no issues. Additional information received noted that the patient was doing well with symptoms improved. The patient was receiving active therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), product type implantable neurostimulator, product ID 3889-28, lot# va0bm8j, product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).